Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she woke up on (B)(6) 2015 with high blood glucose over 600 mg/dl and tried to lower it, stayed up all night and went to the hospital on (B)(6) 2015 since it was still over 600 mg/dl. She was hospitalized for four days with diabetic ketoacidosis. Customer was t6reated with insulin drip at the intensive care unit. She also reported that the act button does not click when pressed and it has to be pushed very hard to get a response. Blood glucose at the time of event was 240 mg/dl and at the time of the call was 277 mg/dl. Device passed the high pressure test. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing due to flattened dome switch on the up arrow button and act button. The insulin pump also received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip. The lcd connector was inspected and no anomaly was noted.